Manufacturer narrative:
Title risk factors of postoperative pancreatic fistula after distal pancreatectomy using a triple-row stapler. Source surg today 48:95¿100, 2018. Date of publication: 9 june 2017.

Event description:
According to the reporter, postoperative pancreatic fistula (popf) is one of the major complications in patients who undergo distal pancreatectomy (dp). Recently, dividing the pancreas by stapler is a commonly performed technique, however, popf still occurs. Therefore, the purpose of this study was to investigate the risk factors for popf after dp using a triple-row loading unit. According to the report, they experienced one case of damage to the pancreatic parenchyma at the stapling site. Parenchyma at the stapling site and one case of bleeding at the staple line. Both cases occurred at the edge of the pancreatic parenchyma. We sutured that part in both cases and those two cases did not develop popf. Taken together, the method using the triple-row stapler with our surgical procedure is thus considered to be useful for reducing popf.